Event description:
Pt noted to have a high concentration of co2 inspired. Trouble shooting cause uncovered internal disconnect of coaxial ventilator tubing at proximal end. Ventilator and tubing passed the FDA checklist prior to case.